Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the b button was not working and later that day the act button didn't work on the insulin pump. Customer stated that her blood glucose had gotten over 400 mg/dl. Customer called yesterday and the person she spoke to did not think the pump was working. Customer stated that her blood glucose was high during the time of the incident and the day before, the battery beeped. The customer did not hear it and her blood glucose went high and the reservoir was empty. Customer did not fill it quickly enough and now the b button is not working. Customer stated that it says block on the status screen and there is an open circle. Customer was assisted in turning off the block feature and her current blood glucose was 184 mg/dl. Customer stated that she took about 30 units by needles for her high blood glucose. Customer stated that she is getting steroid injections. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.